Manufacturer narrative:
(B)(6). The 510(k): the rt340 adult dual-heated evaqua breathing circuit is not sold in the USA, but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Fisher & paykel healthcare has requested further information from the customer in regards to the alleged malfunction and associated condensation. Follow-up information has not yet been received. We will provide a follow-up report upon receipt of the complaint device(s) and receipt of the requested complaint details.

Event description:
A distributor in (B)(4) reported that an mr850 respiratory humidifier was not functioning properly, causing condensation in the breathing circuit. No patient consequence was reported.

Event description:
A distributor in (B)(6) reported that an mr850 respiratory humidifier was not functioning properly, causing condensation in the breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). (B)(6). Investigation: the complaint humidifier was returned to fisher & paykel healthcare's regional office and service center in (B)(4) for evaluation. The reported fault could not be replicated as the humidifier operated properly during performance testing. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. Fisher & paykel healthcare requested additional information from the customer, including the a description of the devices in the setup and the amount of condensate observed, to aid in our analysis of the reported condensation. Although several attempts were made to retrieve the information, no additional information was received. Without further information surrounding the issue, we do not know the extent of the condensation issue experienced or the root cause of the reported condensate. As no fault was found with the humidifier, it is possible that the observed condensate was influenced by the device set-up and environmental conditions.

Manufacturer narrative:
The 510(k) number for the associated breathing circuit was provided in the initial report, however the 510(k) of the mr850 humidifier was omitted. The 510(k) number for the complaint humidifier has now been updated.

Event description:
A distributor in (B)(6) reported that an mr850 respiratory humidifier was not functioning properly, causing condensation in the breathing circuit.no patient consequence was reported.